Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the deployment of the third closure device, the sheath re-corrected itself and moved to the back wall of the heart. A pericardial effusion and perforation were noted. A tamponade also occurred. Patient was immediately sent for open heart surgery for which the device was removed and the laa was ligated. Patient is stable and has been discharged.